Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a 62-year-old woman with advanced heart failure (hf) due to cardiac sarcoidosis was transferred with hf recurrence and left ventricular (lv) thrombosis. The patient was diagnosed with cutaneous and ocular sarcoidosis 3 years previously, but no pulmonary lesions were observed. They had experienced dyspnea on exertion 1 year prior, followed by a gradual decline in cardiac function to a left ventricular ejection fraction (lvef) of 40%.5¿7 ga-citrate single-photon emission computed tomography scintigraphy revealed contrast overaccumulation in the heart, leading to the diagnosis of cardiac sarcoidosis. Accordingly, prednisolone and guideline-directed medical therapy for hf associated with cardiac sarcoidosis were started 3 months ago. The patient subsequently developed steroid-induced diabetes, which was well-controlled with oral medications (hba1c 6.1%) without diabetic complications such as retinopathy or nephropathy. Lvef was already reduced to 24% on echocardiography, despite anti-inflammatory agents were continued. Due to the large mobile thrombus in the left ventricle despite heparin administration, an emergency thrombectomy was performed at our center to prevent cerebrovascular events. Postoperatively, hf treatment with dobutamine 5.0 g/kg/min and milrinone 0.125 g/kg/min was initiated. Echocardiography showed diffuse ventricular hypokinesis with an lvef of 20%. The patient's body height, weight, and surface area were 148 cm, 38.7 kg, and 1.27 m², respectively. A right heart catheterization (rhc) revealed a cardiac index (ci) of 1.7 l/min/m², mean pulmonary artery pressure (mpap) of 13 mm hg, pulmonary artery pulsatility index (papi) of 3.3, mean right atrial pressure (mrap) of 3 mm hg, mean pulmonary capillary wedge pressure (mpcwp) of 6 mmhg, mrap/mpcwp ratio of 0.5, diastolic pressure gradient of 4 mm hg, and pulmonary vascular resistance (pvr) of 3.2 units. Although this finding did not meet the criteria for pulmonary hypertension, it suggested that a reduced right ventricular (rv) function and high pvr were associated with combined pre- and post-capillary pulmonary hypertension despite intravenous inotrope administration. The patient¿s status was judged as inotropic-dependent, and immunosuppressive therapy for sarcoidosis and guideline-directed medical therapy for hf were considered ineffective; therefore, advanced therapeutic options were discussed with the patient and their family. After presenting both heart transplantation "and left" ventricular assist device (lvad) as possible treatment options, lvad implantation was selected. Subsequently, an lvad was implanted as destination therapy. Postoperative right heart failure (rhf) requiring a temporary right ventricular assist device (rvad) was noted. Despite postoperative weaning from the rvad over 5 days, dobutamine 5.0 g/kg/min and milrinone 0.125 g/kg/min were required to maintain the hemodynamics and prevent low flow alarms on the lvad. Pimobendan (5 mg/day), an oral phosphodiesterase (pde)-3 inhibitor, and sildenafil (60 mg/day), an oral pde-5 inhibitor, were administered for rhf on postoperative day (pod) 1 and 10, respectively, whereas tapering off intravenous inotropes on pod 16. Nevertheless, general fatigue persisted up to 2 months after the lvad implantation, suggesting an influence of low cardiac output (ci, 2.1 l/min/m²) and rv dysfunction (papi, 1.4; mrap/mpcwp ratio, 1.2) with lvad pump speed setting at 4,900 rpm (table 1). An enlarged rv and decompressed lv with a septal shift were observed on echocardiography. The tricuspid annular plane systolic excursion/pulmonary artery systolic pressure (tapse/pasp) ratio was 0.35. Chest radiography revealed cardiomegaly, a small pleural effusion, and mild pulmonary congestion. Vericiguat was initiated at 2.5 mg/day on pod 57 and increased to 5 mg/day on pod 71. After the initiation of vericiguat without any other interventions, rhc revealed increased cardiac output (ci, 2.4 l/min/m²) and systemic blood pressure (sbp) despite decreased right atrial pressure. Improved rv function (papi, 3.7; mrap/mpcwp ratio, 0.6) and reduced pvr (from 2.8 to 2.2 wood units) were observed at an lvad pump speed of 4,900 rpm. The interventricular septal position was optimized and the tapse/pasp ratio improved to 0.71, whereas the pleural effusion was reduced. The patient¿s symptoms improved, and they were discharged without hf-related symptoms.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported right heart failure, general fatigue, and pleural effusion could not be conclusively established through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.